Event description:
Jada system was placed but "did not work very well." [Device ineffective]. Caller also states, "there was some sort of laceration that was missed." [Uterine cervical laceration]. Caller also states that a nurse involved with the case stated they had to turn up the suction for the device past 90mmhg and believes it was turned up to 150mmhg. [Wrong technique in device usage process]. Case narrative: this spontaneous report originating from united states was received from registered nurse referring to a female patient of unknown age via field-based employee (fbe). The patient's concurrent conditions, past drugs reactions/allergies and concomitant medications were not reported. The patient delivered vaginally and subsequently developed postpartum hemorrhage resulting in a blood loss of over 4000 ml. This report concerns 1 patient(s) and 1 device(s). Approximately in 2026, the patient was placed with vacuum-induced hemorrhage control system (jada system) 2.0 via vaginal route (defaulted) (lot number and expiration date were not reported) for postpartum hemorrhage. The vacuum-induced hemorrhage control system (jada system) did not work very well (device ineffective). The initial vacuum-induced hemorrhage control system (jada system) device was removed, and a new device was placed. The nurse stated they had to turn up the suction for the device past 90mmhg and believed it was turned up to 150mmhg (wrong technique in device usage process). The patient was then sent to interventional radiology and subsequently was transferred to the intensive care unit. There was some sort of laceration that was missed (uterine cervical laceration). The outcome of uterine cervical laceration was reported as recovering. The reporter's causality assessment was not reported. Upon internal review, the event device ineffective was considered to be serious due to life threatening and required intervention. Upon internal review, the event uterine cervical laceration was determined to be serious due to following reasons: life threatening. Case comments: based on the clinically relevant information currently available for this individual case and the FDA decision tree, the case was considered reportable. The suction was increased to 150 mm hg which is not recommended as per the instructions for use, vacuum pressure higher than 90 mm hg can cause tissue trauma. Due to limited information related to lacerations, the causal role of device due to use error cannot be ruled out.

Manufacturer narrative:
The model number information was not reported or not known by the reporter. Hence, we cannot definitively determine the model with the information provided. Model 2 was selected as there is a much higher probability that this model was used as organon is currently only manufacturing/ marketing this model. This is default text configured for block h10.